Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery (pop). A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation, however, during the first inflation at 14 atmospheres for 5 seconds the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient condition was good.